Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin on board (iob) readings were inaccurate. The customer's blood glucose level was 150 mg/dl. The customer declined to perform further troubleshooting with tandem technical support.